Event description:
A malfunction was reported involving a pump from dinno santé in france. There was no adverse impact to the customer's blood glucose level. Technical support advised waiting for the pump's return to investigate further. Meanwhile, the pump was turned on and off, but the malfunction persisted. A replacement pump was arranged for the customer.